Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: review of the event log files found data consistent with the driveline being disconnected for approximately 13 seconds on (B)(6) 2024 at 15:09:30 (approximately 2 hours before the system controller exchange). Review of the submitted log files confirmed events consistent with partial driveline wire damage due to the patient cutting their driveline while changing their dressing. Review of the submitted pump cable photo confirmed the report of a partial cut in the pump cable, consistent with an accidental cut with scissors. Driveline wire compromise could not be confirmed through the submitted image. Review of the submitted log files on the reported event date of (B)(6) 2024 confirmed a controller internal fault alarm associated with an open power fuse on the controller. The driveline power fault alarm was then activated. Log files from the new controller were reviewed which showed the system operating as intended with no notable alarms. The events captured in the submitted log files are consistent with partial driveline wire damage due to the patient accidentally cutting part of their driveline, which resulted in an open controller fuse. The system appeared to be operating as intended. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 7 of the IFU outlines system controller alarms as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, document (B)(4), rev. D, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. The IFU warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. This section also cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cut the driveline with scissors while changing dressing. The driveline was covered with rescue tape but not repaired. The patient experienced driveline power fault alarms. The event log files captured driveline power a faults and system controller open fuse a events. The system controller was exchanged which resolved the alarms. The patient was doing well and had no further alarms.